Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2016, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter displayed an error 5 message. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient was unable/unwilling to state when the alleged product issue began. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she took more food/drink in response to the alleged product issue (date/time not provided). The patient claimed to have developed the symptoms of "headache and felt shaky" (date/time not provided). The patient stated that she self-treated with glimepiride 1mg oral diabetes medications (date/time not provided). The patient denied that her blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the alleged product issue was resolved with a walk-through retest, the test strips had not expired, been open for longer than the discard date or stored improperly, the patient was using the correct testing technique and the subject meter was not being used for the first time. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claimed to have developed the symptom of "felt shaky", and although the date/time of onset wasn't provided, it cannot be ruled out that the symptom developed after the alleged product issue began. This symptom does meet lifescan's criteria for a serious injury.